Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the temperature value display was erratic during the operation. The temperature displayed changed a lot in one moment. The temperature increased dramatically. And then it stopped ablation. The second device was used to complete the operation. There was no report on patient injury. The customer's reported temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 8-jul-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. A visual analysis revealed reddish material and a hole on the surface of the pebax. Additionally a kink in the shaft was observed. The device was connected to the generator and an ablation cycle was successfully performed; no temperature or impedance issues detected. The device was tested in both qmode and qmode+. A patency test confirmed that the device was flushing correctly, with no obstructed holes or irrigation issues observed. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action was found during the review. The reddish material observed inside the pebax is likely associated with the high temperature issue reported by the customer, confirming the validity of the complaint. While the potential cause for the pebax damage could stem from device manipulation during the procedure, this aspect remains inconclusive. Additionally, the kinked shaft may be attributed to shipping or handling after the procedure, however this relationship cannot be definitively established. It has been determined that the kink issue is unrelated to the reported event. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).